Manufacturer narrative:
Sections a2, a3, and b7 have been updated.

Manufacturer narrative:
The alarm trace from (B)(6) 2022 was inconspicuous. No further data was provided for the investigation. A general reagent issue was excluded. The investigation determined the event was consistent with a pre-analytical sample handling issue. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation results for 1 patient sample on a cobas pro c 503 analytical unit. On (B)(6) 2022, the first sample's initial altlp result was 272 u/l. The result was reported outside of the laboratory. A 1:2 dilution was made from the sample and the result was 582 u/l. On (B)(6) 2022, a third 1:2 dilution was made from the first sample. The altlp result was 1150 u/l. A 1:5 dilution was made from the first sample and the result was 970 u/l. A 1:10 dilution was made from the first sample and the result was 842 u/l. A second sample was collected. The altp result was 508 u/l. A 1:2 dilution was made using the second sample and the altlp result was 852 u/l. On (B)(6) 2022, the first sample was tested again and the result was 921 u/l. The reagent lot number is 66105201. The expiration date was requested but not provided.